Event description:
The balloon catheter malfunctioned. The balloon ruptured under pressure. No patient injury. Additional information recieved from the doctor: the doctor was hand inflating the balloon in an arm fistula when the balloon "slid open" and ruptured the balloon and the pt's vein. This caused minor blood leakage. The balloon was removed and the pt was fine.